Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system was not charging, and a replacement was initiated for the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a charging problem with the device¿s battery charger and identified a power source problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.